Event description:
Fired 15 staples from the stapler, then it started misfiring staples five times, and then it quit.======================manufacturer response for stapler, skin, proximate (per site reporter)======================I have called this in and will have a new one sent. (B)(4).